Manufacturer narrative:
Concomitant medical products: unknown endo gi, unknown endo gia instrument (lot#unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on post operative laparoscopic appendectomy, the patient had acute appendicitis and was managed non-operatively for concurrent entero rhinovirus. The patient was re-admitted with an infected hematoma in right lower quadrant requiring interventional radiology drainage.